Event description:
On april 26, 2024 parker laboratories received a report from a distributor in france stating that a patient had an anaphylactic reaction to an ultrasound gel. During the procedure two different gels from 2 different manufacturers were used. The first non sterile gel from a different manufacturer was used for an ultrasound. As stated in the provided report, the patient complained of itching before the anesthesia was administered. The doctors then used parker sterile aquasonic 100 while administering the anesthesia. On april 26, 2024 at the time of the initial report, the distributor requested that parker share the ingredients of the gel so that the clinicians could establish the cause of the reaction. Parker provided the ingredient list directly to the physician at the hospital. On april 29, 2024 parker labs received a follow up from the distributor stating that the hospital administered an allergy test and the patient reacted to both parker's and the other manufacturer's gels. The common component in both gels was polymer. On may 1, 2024 parker was advised that the patient was tested for polymer sensitivity and the result came back positive. The anaphylactic reaction was cause by the polymer in both gels. The initial report was received in french. Below is the english translation of the report: 72-year-old patient, treated in the operating room for fracture of the right humerus with pte placement. Installation in the operating room: installation of 1 vvp with rl 500cc after chlorexidine disinfection; 5-strand scope; placement in strict supine position for alr with removal of the dujarrier immobilizing the right arm; right bis analgesic alr under ultrasound control in the awake patient, good echogenicity, naropein 2mg/ml injected without complications (no blood reflux), total dose 13 ml or 26mg. Note that the patient complained of itching before the start of regional anesthesia with a priori skin erythema. Subsequently, appearance of a feeling of malaise with authenticated hypotension 53/47 after the alr, esa on scope without bradycardia then secondarily desaturation 80-85% in aa without signs of associated respiratory distress. No cp, no disturbances of consciousness, g15 throughout the treatment. Clear auscultation. Generalized skin rash. No response to ephedrine or norepinephrine bolus with ivse relay up to 0.7¿g/kg/min without allowing hemodynamic stability; rv 2000ml of crystalloids; in case of suspected anaphylactic shock: addition of adrenaline bolus of 10¿g x3 allowing precarious stability with map 50 mmhg; decision to place a 2nd vvp / ktpa / ktc in the right femoral; ivse adrenaline initiation up to 0.2 ¿/kg/min allowing hd stability to be obtained with map>65 mmc 6l/min to maintain saturation >95% ett: poor echogenicity in parasternal long axis. Sub-;xyphoid: late rv, post-adrenaline hyperkinetic lv, preserved lvef. Vc not visible. Shock kit collected at 2:30 p.m. Nad withdrawal with adrenaline maintenance ivse 0.1¿g/kg/min; postponement of the intervention due to shock of undetermined etiology. Are suspected: - alr poisoning? But no neurological tb and ultrasound-guided block without intravascular injection with minimal dose (26 mg of naropein); - fat embolism during mobilization of the right upper limb for alr? But improvement under ivse application not consistent; - anaphylactic shock ? Betadine - latex - chlorexhidine - naropein incriminable. Patient transferred to intensive care for further treatment. We saw the patient in intensive care the day after his reaction. We had carried out prick tests with chlorhexidine and betadine latex, knowing that even if the tests were negative this in no way excludes an allergy to these different components given the time taken to carry out the reaction. All these prick tests were negative with a positive control at 4mm. Presence of a tryptase increased to 45.9 ug/l at the time of the reaction with a trypatse h2 at 41.5 suggestive of mast cell degranulation but to be compared with the basal trypatse. Carrying out skin tests today in day hospital: local anesthetics (lidocaine, articaine, mepivacaine, chloroprocaine, chirocaine): pure prick, idr 10-3 to 10-1 --> negatives. Prick test latex, chlorexidine, betadine: negative addition of a beta-lactam battery in the face of doubt about the use of antibiotic prophylaxis: it appears in the cpa but in no other document. Cefazoline prick test: negative idr 10-4 cefazoline doubtful then control idr 10-3, 10-2, 10-1 negative also tests paracetamol in the absence of diagnostic guidance and the severity of the reaction. Skin tests for paracetamol are negative in prick test and idr up to 10-1. Specific ige: - chlorexidine, latex, betadine: negative; - péni v, péni g, amox: negative; - cefazolin, ceftriaxone, cefotaxime: in progress. We subsequently see the patient again in hospital the following day on (B)(6) 2023 for the reintroduction of naropeine under medical supervision and in increasing quantities. Furthermore, we are re-controlling the test for cefazoline in idr 10-one. Questionable tests. Let's also re-check a prick test with the alcoholic betadine as well as chlorhexidine. All these tests are negative. Discussion with the anesthetist dr lejeune who took care of the patient at the time of the reaction; the team was present in the operating room on the day of the operation and some did not inject the cefazoline. It is clear to us that she was not even prepared yet. The parents specified that the patient was difficult to infuse and that he was therefore infused under ultrasound using gel. Ultrasound gel subsequently used again to perform locoregional anesthesia of the shoulder. We therefore went to get two gel samples from the operating room and then carried out prick tests with these gels. Both prick tests are positive. Conclusion: grade iii anaphylactic reaction probably to ultrasound gel. We have not yet identified the component of the gel responsible for this reaction. We will collect the components from the manufacturer and then we will see the patient again to carry out new tests with the different substances present in the gel. We gave the patient an emergency kit and demonstrated the adrenaline pen. The patient will also be reviewed in day hospitalization for the reintroduction of latex, chlorhexidine and betadine before authorizing their reintroduction. Content of doubtful allergological tests for cefazoline as a precautionary measure the patient will also be reviewed for the reintroduction of cefazoline under supervision. As a reminder, reintroduction of naropeine without reaction. No contraindication for use of local anesthetics. Initial report in french: anamnèse de l'histoire médicamenteuse allergique : patient de 72ans, prise en charge le au bloc opératoire pour fracture de l'humérus droit avec pose de pte. Installation au bloc opératoire : pose 1 vvp avec rl 500cc après désinfection chlorexidine scope 5 brins mise en décubitus dorsal strict pour alr avec retrait du dujarrier immobilisant le bras droit alr analgésique bis droit sous controle echographique chez le patient éveillé, bonne échogenicité, naropeine 2mg/ml injecté sans complications (pas de reflux de sang), dose totale 13 ml soit 26mg. à noter que le patient se plaignait d'un prurit avant le début de l'anesthésie locorégionale avec a priori un érythème cutané. Par la suite apparition d'une sensation de malaise avec hypotension authentifiée 53/47 après l'alr, esa au scope sans bradycardie puis secondairement désaturation 80-85% en aa sans signes de détresse respiratoire associé. Pas de pc, pas de troubles de la conscience, g15 durant toute la prise en charge. Auscultation claire. Erythème cutanée généralisée pas de réponse à l'éphédrine ni au bolus de noradrénaline avec relai ivse jusqu'à 0.7¿g/kg/min sans permettre de stabilité hémodynamique rv 2000ml de cristalloïdes devant une suspicion de choc anaphylactique : adjonction d'adrénaline bolus de 10¿g x3 permettant une stabilité précaire avec pam 50 mmhg décision de pose d'une 2e vvp / ktpa / ktc en fémoral droit instauration adrénaline ivse jusqu'à 0.2 ¿/kg/min permettant d'obtenir une stabilité hd avec pam>65 mmc 6l/min permettant de maintenir saturation >95% ett: échogenicité médiocre en parasternal grand axe. En sous xyphoidien : vd fin, vg hyperkinetique post adrenaline, fevg conservée. Vc non visible. Kit choc prélevé à 14h30 sevrage nad avec maintien adrenaline ivse 0.1¿g/kg/min report de l'intervention devant choc d'étiologie indeterminée. Sont suspectés: - intoxication alr ? Mais pas de tb neurologique et bloc échoguidé sans injection intravasculaire avec dose minime (26mg de naropéine) - embolie graisseuse lors de la mobilisation du membre supérieur droit pour alr? Mais amélioration sous adré ivse peu concordante - choc anaphylactique ? Betadine - latex - chlorexhidine - naropéine incriminable patient transféré en réanimation pour suite de la prise en charge. Nous avons vu le patient en réanimation le lendemain de sa réaction. Nous avions réalisé des prick tests au latex chlorhexidine et bétadine tout en sachant que meme si les tests sont négatifs cela n'exclu en rien une allergie à ces différents composants au vu du délai de réalisation par rapport à la réaction. Tous ces prick tests étaient négatifs avec un témoin positif à 4mm présence d'une tryptase augmentée à 45.9 ug/l au moment de la réaction avec une trypatse h2 à 41.5 évocatrice d'une dégranulation mastocytaire mais à confronter avec la trypatse basale. Réalisation ce jour des tests cutanés en hospitalisation de jour : anesthésiques locaux (lidocaine, articaine, mepivacaine, chloroprocaine, chirocaine) : prick pur, idr 10-3 au 10-1 --> négatifs prick test latex, chlorexidine, bétadine : négatif. Rajout d'une batterie bétalactamine devant le doute sur l'usage d'une antibioprophylaxie : elle apparait dans la cpa mais dans aucun autre document. Prick test cefazoline : négatif. Idr 10-4 cefazoline douteuse puis controle idr 10-3, 10-2, 10-1 négatives. Tests également du paracetamol devant l'absence d'orientation diagnostique et la gravité de la réaction. Les tests cutanés pour le paracétamol sont négatifs en prick test et en idr jusqu'en 10-1. Ige spécifiques : - chlorexidine , latex , betadine : négatifs; - péni v, péni g, amox : négatif; - cefazoline, ceftriaxone, cefotaxime : en cours . Par la suite nous revoyons le patient en hospitalisation de jour le lendemain le (B)(6) 2023 pour la réintroduction de naropeine sous surveillance médicale et à quantité croissante. Par ailleurs nous recontrôlons le test pour la céfazoline en idr 10- un. Tests douteux. Recontrôlons également un prick test avec la bétadine alcoolique ainsi que la chlorhexidine. Tous ces tests sont négatifs. Discussion avec l'anesthésiste le dr lejeune qui s'est occupé du patient au moment de la réaction. L'équipe présente au bloc opératoire le jour de l'intervention et certaines ne pas avoir injecté la céfazoline. Il y a de nous précise qu'elle n'était même pas encore préparée. Les parents précisaient que le patient était difficile à perfuser et qu'il est donc été perfusé sous échographie avec utilisation de gel. Gel d'échographie de nouveau utilisés par la suite pour la réalisation de l'anesthésie locorégionale de l'épaule. Nous avons donc été chercher deux échantillons de gel au bloc opératoire puis réaliser des prick tests avec ces de gel. Les deux prick test sont positifs. Conclusion : réaction anaphylactique de grade iii probablement au gel d'échographie. Nous avons pour le moment pas identifié le composant du gel responsable de cette réaction. Nous allons récupérer les composants auprès du fabricant puis nous reverrons le patient afin de réaliser de nouveaux tests avec les différentes substances présentes dans le gel. Nous avons remis une trousse d'urgence au patient et réaliser une démonstration du stylo d'adrénaline. Le patient sera également revue en hospitalisation de jour pour la réintroduction de latex, chlorhexidine et bétadine avant d'autoriser leur réintroduction. Contenu des tests allergologiques douteux pour la cefazoline par mesure de précaution le patient sera également revue pour la réintroduction de cefazoline sous surveillance. Pour rappel réintroduction de naropéine sans réaction. Pas de contre-indication utilisation des anesthésiques locaux.

Manufacturer narrative:
Parker labs has reviewed the details of the complaint with the reporter via email to verify that we have all information available. Batch record and retain samples could not be reviewed as the lot number was not provided. Evaluation of the complaint sample was not performed as it is not available for return. We have reviewed complaint history and confirmed that here have been no complaints related to anaphylactic reaction. We will continue to monitor reported events to assure no trend develops.